Event description:
It was reported when using the bd vacutainer® push button blood collection set the luer adapter of wingset pbbcs was separated from the holder during blood collection. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "this is a report about separation between the luer adapter of wingset pbbcs and suh. According to the customer¿s report, the luer adapter of wingset pbbcs was separated from the holder during blood collection."

Manufacturer narrative:
Investigation summary: bd received one set of products in support of this complaint. The samples were connected and confirmed they fit tightly and the issue off separation was not observed. Additionally, 6 photographs were attached showing luer adapter with np needle and single use holder and no defects were observed. Furthermore, 10 retention samples from the bd inventory were taken and visually inspected and, no defects to the luer adapter were found during inspection. Bd was unable to duplicate or confirm the customer¿s indicated failure mode of separates. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.